Event description:
It was reported there was a loss of therapeutic effect following a fall. The patient fell back onto the stimulator area approximately 3 weeks ago. After the fall the patient noticed a lack of stimulation sensation and was unable to communicate using his patient programmer. Shortly thereafter the patient started noticing a return of symptoms. It was noted telemetry could not be performed using the physician programmer either, and no battery history was available to determine the status of the stimulator battery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) - lead model 3889-28, lot #j0454671v, implanted: (B)(6) 2004, extension model 3095-10, serial #(B)(4), implanted: (B)(6) 2004, programmer model 3037, serial # (B)(4).